Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion tubing separated from the cannula and led to a rise in the patient's blood glucose level because she was unaware that she was not receiving insulin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.